Event description:
A heavy pt was maneuvering herself onto the table over the mylar insert section. The whole mylar section shifted during this maneuvering and fell between the two table top rails, along with the pt. The mylar section and the pt fell on the film holder, which broke. This is the second incident of this kind. The feet of the table insert have been modified (extended) to prevent further incidents.